Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event.the user's hcp is aware of the incident and prescribed antibiotics (cephalexin) for the infected insertion site and is now fully healed. No further investigation was found necessary.

Event description:
On 09 december 2024,senseonics was made aware of an incident where user reported infection at insertion site associated with slight pain and pus coming from the site.

Manufacturer narrative:
B4.date of this report 21 january 2025. G3.date received by the manufacturer? 21 january 2025. H6.health effect - impact code (f) corrected to 4641. H6. Investigation conclusions (d) corrected to 4311,22.